Manufacturer narrative:
Product has been returned and evaluated. The underlying cause documented on the return fields (tw) in oracle is identified as: assembly/component issue: other, not able to duplicate issue

Event description:
Dealer states the alarm is not working and it shuts off with 3/4 lights.

Manufacturer narrative:
The product was returned on 8/25/2015 for evaluation. The results of the return evaluation were not available for review at the time of this investigation. If / when new information becomes available at a later date this complaint will be updated &/or a follow up be sent.

Event description:
Dealer states, the alarm is not working and it shuts off with 3/4 lights.